Event description:
Coopervision made aware on (B)(6) 2013 by optician office of a patient who sought medical attention on (B)(6) 2013 for symptoms of pain, watering, photophobia and irritation that occurred due to stuck lens removal. Optician relates a right eye abrasion and severe epithelial staining that is encroaching the central cornea by 1mm. There was mild to moderate limbal and bulbar injection. Patient was prescribed fucithalmic viscous eye drops (indicated for antibiotic - bacterial infections) and therefore, in this case, is evaluated to be an indication of medical treatment to preclude permanent impairment of eye function or damage to body structure. Three weeks lens rest was prescribed. The patient had several follow ups. The condition was noted as resolved after three weeks. There was no report of permanent injury. The optician noted on follow up of (B)(6) 2013 that the corneal appeared to have resolved but there was a new desiccation inferiorly on the right cornea possibly from make-up.

Manufacturer narrative:
Results: inspection confirmed that the center thickness of 1 lens out of 4 lenses inspected was out of tolerance. There is no indication that center thickness out of tolerance caused or contributed to the patient's condition.